Event description:
It was reported that over the past couple of weeks, there have been multiple instances of the foley catheter balloon deflating. Patients also has been complaining of pain more frequently when they have the foley catheter in place. It was reported that the nurse had a patient who had really bad pain associated with the catheter and when the nurse went to remove it, there was only 1cc that came out of the balloon when the nurse deflated it. It was also reported that other nurses also had a couple of instances of the similar issue as well. No medical intervention was reported. Per follow up via email on 15apr2022, it was reported that a nurse removed a foley catheter and it only had 7-8 ml in it. The instances that happened prior had balloons that only had 1-2 ml upon removal, so customer was unsure if this was an education issue with whoever inserted it, or if it was the same issue they were having previously. However, the nurse did save the foley in case anyone wanted to look at it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not required as the reported event was unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that over the past couple of weeks, there have been multiple instances of the foley catheter balloon deflating. Patients also has been complaining of pain more frequently when they have the foley catheter in place. It was reported that the nurse had a patient who had really bad pain associated with the catheter and when the nurse went to remove it, there was only 1cc that came out of the balloon when the nurse deflated it. It was also reported that other nurses also had a couple of instances of the similar issue as well. No medical intervention was reported. Per follow up via email on (B)(6) 2022, it was reported that a nurse removed a foley catheter and it only had 7-8 ml in it. The instances that happened prior had balloons that only had 1-2 ml upon removal, so customer was unsure if this was an education issue with whoever inserted it, or if it was the same issue they were having previously. However, the nurse did save the foley in case anyone wanted to look at it. Per additional information received via sample form on (B)(6) 2022, stated that they have seen a cluster of foley catheters that only had 1-2 ml left in balloon when deflated a couple of months ago. That foley catheter had 7-8 ml when deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that over the past couple of weeks, there have been multiple instances of the foley catheter balloon deflating. Patients also has been complaining of pain more frequently when they have the foley catheter in place. It was reported that the nurse had a patient who had really bad pain associated with the catheter and when the nurse went to remove it, there was only 1cc that came out of the balloon when the nurse deflated it. It was also reported that other nurses also had a couple of instances of the similar issue as well. No medical intervention was reported. Per follow up via email on 15apr2022, it was reported that a nurse removed a foley catheter and it only had 7-8 ml in it. The instances that happened prior had balloons that only had 1-2 ml upon removal, so customer was unsure if this was an education issue with whoever inserted it, or if it was the same issue they were having previously. However, the nurse did save the foley in case anyone wanted to look at it.